Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw2155 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebw2155) have been reported from the same facility.

Event description:
It was reported by the facility that the patient had a powerpicc placed and had "some sort of allergic reaction". The PICC was removed and a groshong cvc was placed. It was reported that chloraprep was used before and after both insertions. This file addresses the reaction to the initial PICC placement. On (B)(6) 2018 - additional information reported by the facility. PICC was placed on (B)(6) 2017. The first week in (B)(6) she became itchy and had hives on her chest at the insertion site and continued down her arm where the PICC ended. The PICC fell out due to excessive scratching while the patient slept. Patient was given IV antibiotics for two weeks for the rash. A new PICC was placed on (B)(6) 2017. Two weeks after placement the patient developed a rash on the other side with the second PICC.